Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2022-14487. It was reported that the patient was worked up for stoke after experiencing a new weakness since receiving the scs system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that a stoke was confirmed. The patient was being admitted to a rehab facility and was being discharged on (B)(6)2022. Reportedly, the patient had great coverage from the scs system.